Event description:
Pt presented to physician's office on (B)(6) 2010 with complaint of instability of right knee status post right knee replacement in (B)(6) 2009. Further testing as op in physician office revealed pcl deficient right total knee arthroplasty with recurrent joint strain and effusions. Pt underwent revision of right total knee replacement on (B)(6) 2010, with previous implant removed. Previous implant was (B)(6) total femur system. Reason given for revision was "right tka failure", "moderate medial-lateral instability throughout the full range of motion." Pt tolerated surgery well, and was discharged home on 3rd day post-op, walking with walker, weight bearing as tolerated, to continue physical therapy at home. (B)(4).